Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip became frayed. An avx® thrombectomy set was selected for a thrombectomy procedure. The device was used for several passes in the patient. During the middle of the procedure, the physician wanted to place the catheter back into the patient, but noticed that the tip of the device became frayed. No error message was observed. Another of the same device was used to complete the procedure. There were no patient complications and the patient remained stable throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the catheter portion of the avx thrombectomy system. The effluent and supply lines along with the pump assembly were cut-off by the facility and not returned for analysis. The manifold, shaft and tip were visually inspected. Blood was present outside and inside the catheter. The tip of the device was microscopically examined and it was found that the tip was stretched from the proximal markerband to the distal markerbands with the hypotube fractured. The damaged tip and hypotube fracture are constant with tensile force being applied to the device during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip became frayed. An avx® thrombectomy set was selected for a thrombectomy procedure. The device was used for several passes in the patient. During the middle of the procedure, the physician wanted to place the catheter back into the patient, but noticed that the tip of the device became frayed. No error message was observed. Another of the same device was used to complete the procedure. There were no patient complications and the patient remained stable throughout the procedure.